Event description:
This MDR is a result of a medwatch delivered to us from the FDA on 06/06/2009. The incident is reported as: the far end of the inspiratory breathing limb was missing an additional temperature probe tee connector. The second temperature probe was connected to the "y" port. The inspiratory limb touched the expiratory limb. Because the two limbs touched, the inspiratory limb melted and a leaky hole was created in the circuit. The expiratory limb also melted, but did have a hole. The report does not disclose the condition of the pt. No injury reported on medwatch. Unable to obtain more info from customer at time of this report.

Manufacturer narrative:
Unk if sample is available for investigation. Attempts to contact customer unsuccessful. Investigation is ongoing. A follow-up report will be sent when completed.